Event description:
It was reported that air bubbles were observed in the canister. Reportedly the customer was using cold insulin. Tandem technical support educated the customer that using cold insulin is off label per the tandem user guide. Customer reloaded the cartridge to reslolve the issue. There was no reported adverse impact to the customer's blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.